Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of a heart trasplant. The aneurysm morphology is unknown. There was moderate vessel tortuosity and little to no calcification. The pt was prepped accordingly for endovascular repair of the abdominal aortic aneurysm. The physician reported that renal protection in the form of a fenoldopam infusion was begun before the procedure and continued through the procedure and in the post-operative course. Bilateral femoral incisions were performed. An 8 french sheath was advanced into the right femoral artery and an abdominal aortogram was performed. The renal arteries, the aortic bifurcatiion and the iliac bifurcations were preliminarlly marked on the monitor. A left femoral puncture was performed and an angiographic catheter was placed at the level of the renal arteries to use for continuous monitoring of the renal artery origins. The physician then inserted the bifurcated stent graft from the right femoral artery. A 14mm x 11.5cm long left iliac limb stent graft was placed following cannulatiion of the gate. Bilateral balloon angioplasties with 14mm diameter x 4cm long angioplasty balloons were performed. A post placement aortogram was performed and revealed at least one gate leak from the left iliac segment gate anastomosis and also in the region of the right iliac portion. Following a series of injections a 14mm x 8.5cm iliac extension graft was placed across the area of leakage on the right side and a 14mm x 8.5cm iliac extension graft was placed across the left iliac limb gate area. The physician stated that a follow-up aortogram revealed a much smaller leak, which could be related to collateral flow from intensive care unit for observation following the procedure. No additional sequelae were reported. Cut films have been received by medtronic ave and are pending analysis by an outside independent physician.

Event description:
Films were recieived by medtronic ave and evaluated by an independent contracted physician. The film review and interpretation stated that the stent graft was well placed with good proximal and distal fixation. No graft of stent deformities were identified on the films. The physician achieved an excellent result after placement of limbs for the transgraft flow. The physician concluded on his review tht the transgraft flow would have resolved with time after the anticoagulation was reversed and the noted type ii endoleak should continue surveillance.